Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor. Bicarbonate buffer test was performed and the sensor passed per specifications with accurate readings. The needle complaint during insertion was unable to be confirmed due to customer returning the sensor with no needle.

Event description:
Customer reported via phone call issues between sugar glucose vs blood glucose. Customer's blood glucose level was 145 mg/dl. Customer had threshold suspend triggering all night at 80 mg/dl. Sensor is a little over 3 days old and the sensor glucose is 68 mg/dl and blood glucose is 88 mg/dl. Troubleshooting for the sugar glucose vs blood glucose recurring events was performed. Customer advised they have had sugar glucose vs blood glucose issues with multiple sensors. Customer only calibrates 2 times a day, however, customer was advised to calibrate at least 3 to 4 times a day. Customer was advised that pistoning is occurring where they receive appropriate high and low alerts but then periods of low alerts. Customer declined to troubleshoot for weak signal, lost sensor, threshold suspend and pain during insertion. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product.